Event description:
International affiliate reports that the flutes/edges on the first 1 ¿ 2mm of the instrument tip were stripped during usage. The difficulty did not result in any adverse consequences to the patient and there was no delay.

Manufacturer narrative:
Visual examination revealed that approximately 1mm to 2mm in axial length that the driver¿s distal tip hexlobes had become stripped. The observed damage notes that it is in the direction of tightening. This damage is consistent with a driver that was on axis but was not fully seated during use. A review of the device history record found no discrepancies. No issues were identified in the manufacturing and release of this product that could have contributed to the problem reported by the customer. Additionally, product has been in the field for approximately eight years, noting that it has seen numerous usages. Review of the complaint trend analysis found no emerging trends. The root cause of stripping of the driver¿s tip cannot positively be determined. However, the observed damage suggests that a possible root cause may likely be that the driver was not fully seated in the setscrew during the tightening step. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.